Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a shoulder procedure, the bur broke at the shaft . It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Corrected data: d10 - concomitant product grid updated. Additional manufacturer narrative: h6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a shoulder procedure, the bur broke at the shaft . It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.